Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pace impedance measurements of 200 ohms, trending downward over the last year. Technical services noted five second of pacing inhibition however, no asystole was observed. The lead remains in service. No adverse patient effects were reported.